Event description:
It was reported the scale was inaccurate due to the bed not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.